Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular lead dislodged. The lead was explanted and replaced. No patient symptoms or additional information was reported.

Manufacturer narrative:
The reported event of no capture and lead dislodgement was not confirmed. Analysis was normal and no anomalies were found.

Event description:
New information reported on (B)(4)18 stated that the dislodgement was discovered in-clinic. The lead exhibited a loss of capture. The patient was stable throughout the procedure.